Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The consumer reports the gauze in the pack is fraying. The gauze is not unfolded.

Manufacturer narrative:
Two possible lots were indicated for the reported complaint. The device history record (DHR) for lots 15d037762x and 15d072462x indicates that there were no defects were found in samples inspected from the lots. There were two unused banded bundles of vistec element sponges returned with this complaint. Both bundles contained 10 sponges and had an embossed band with the letter s. Two sponges within one of the bundles contained an extra-long salvage edge which protruded out from the bottom fold. The salvage edge measured out to 1.25 inches on the inside fold. This sample protruded from the bottom of the sponge fold over 1.50 inches. The second bundle was also evaluated and also had a salvage edge that protruded out from the bottom of the sponge. These flaws are known as raw edges. During the evaluation it was also noted that several short fibers fell out of the samples when shaken. This condition is known as linting. The reported condition is confirmed. The root cause for raw edges for these samples is that the slit gauze roll use to produce the sponge contained an extremely long salvage edge (raw edge) which did not completely fold within the inside fold of the sponge. The root cause for linting is that when slitting the material into the slit size the knife system creates short fibers that entwine into the gauze layers. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action (CAPA) was opened to install a vision system and sensors to reduce raw edges within the vistec sponge. This CAPA has been completed. Additionally, CAPA was opened because of linting and short fibers and is currently in the open investigation stage. The corrective action plan for this CAPA is to: a. Develop a process to measure the amount of short fibers per sponge. B. Install a system to signify if the vacuum is working on the tenter and is on. C. Increase the amount of suction on the tenter vacuums. D. Create a system to make sure all knife assemblies in process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.